Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the an empty cartridge alarm occurred. Reportedly, there was at least 100 units left in the cartridge. There was no impact to the user's blood glucose level. The user reported that the pump would continue to be used for insulin therapy.